Event description:
It was reported that the right ventricular high voltage coil has been unstable, high and out of range since the routine device change out. The impedance measurements of lead prior to the device change out are unknown. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2012. The weekly high voltage lead impedance trend data shows an increase for maximum superior vena cava (svc) defibrillation impedance of 58 to 254 ohms range between (B)(6) 2012 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.